Event description:
The customer reported that the charger for the transmitter was not functioning. The battery ws changed a couple times and the charger did not turn on. The customer stated that the recommended having the minilink charger replaced. The customer mentioned being hospitalized due to low blood glucose. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Mfg. Report 1 of 2, medwatch report # 3004209178-2011-84233. Mfg. Report 2 of 2, medwatch report # 2032227-2011-04207.